Event description:
It was reported that during a stent procedure, the stent became trapped in the guide catheter. The entire system was removed without incident. No pt injuries or complications occurred.